Event description:
The customer reported the second display on ed had multiple 3inch bands and was not readable. We checked connections and restarted the display. Customer will talk with biomed when they get in to see if they have another display to test. Biomed said the display was not working, it was replaced with a spare. This resulted in a temporary loss of centralized monitoring. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.